Event description:
Through documentation received it was reported to boston scientific corp that on 7/22/1997, a pt underwent a procedure using the protegen sling. According to the complainant, the device was explanted in 2005, due to infection and erosion. We are unable to obtain any further info regarding this event or the pt's condition.

Manufacturer narrative:
The device is not expected to be returned. A review of this specific device history record could not be conducted as the lot number is unk. A ship history and label review could not be conducted as to no product number was provided. The extreme age of the complaint prevents the trending reports for product families from being applicable. The visca sling kits with protegen sling standard and protegen sling large last date of distribution was 2000.